Event description:
Customer reported that the pt had the tube in for 5 days and was being ventilated the whole time. The end user (unk) reported that an audible leak was heard. The caller reported that the tube was removed and exchanged.

Manufacturer narrative:
(B)(4). Investigation is ongoing. The sample is expected to be returned for analysis.